Event description:
The facility reported a pump with an unintended shutdown. It is unk when the reported condition occurred. There was no reported pt injury or medical intervention associated with the reported condition. No additional information is available.

Manufacturer narrative:
Eval summary: the reported condition of an unintended shutdown was confirmed and reproduced during product eval. Inspection of the pump by service found that this event was due to a faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to address the reported condition. The pump was tested, and returned within specification.